Manufacturer narrative:
This og cmplx xtrasoft coil 3x4 (640cx0304/17177416) stretched. The product and information were not available. A non-sterile orbit galaxy cmplx xtrasoft coil 3x4 was received coiled inside of a plastic bag. The hypo-tube was inspected and no damages were noted on it. The introducer was not returned for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope, the embolic col was found stretched/kinked and the suture of it was found broken. The edges of the broken section show evidence that appear that it was elongated before it was broken. The review of lot 17177416 revealed that the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However, this defect could not be related to the manufacturing process and procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(4). Initial reporter: (B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
This og cmplx xtrasoft coil 3x4 (640cx0304/17177416) stretched.

Manufacturer narrative:
Product was received for analysis.

Manufacturer narrative:
There have been 3 attempts to obtain additional information; however, there has been no information provided. The file should be processed as no additional information available at this time and processed for closure. If the additional information is provided at a later date, the information will be processed at that time.